Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/28/2025, a sales representative reported via phone that (qty. 2) of an ar-3636 knotless 1.8 fibertak soft anchor failed to allow shuttling and became stuck at the sheath entry. As a result, the repair stitch could not be inserted into the sheath. To complete the procedure, the suture was cut, leaving the sheath in the bone, and another ar-3636 knotless 1.8 fibertak soft anchors from a different lot was used successfully. The issue caused a 20-minute case delay, but no additional anesthesia was required, and no adverse effects were reported for the patient. This was discovered during a labral repair for a shoulder procedure on (B)(6) 2025, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to use error due to excessive forces being applied when attempting to advance the shuttle suture. The knotless 1.8 fibertak soft anchor for glenoid labrum repair surgical technique guide, lt1-000002-en-us_g, outlines the following in step 7: pull the suturetape side of the white/black shuttle suture to transfer the repair suture back into the anchor through the same portal where the anchor was inserted. Advance the shuttle suture with repeated light tugs until the repair suture is passed through the suture splice locking mechanism and back out of the cannula.